Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the wire was separated. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. During the initial visual inspection; no damaged, frayed or broken cables was found. An additional observation not reported by the site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were .044 - .126 in length and not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. Another observation not reported by site was bent grip tips. One grip was bent, causing side to side misalignment of grips. There was a .035 offset at the tips. The bent grip does exhibit separation of the yaw pulley and pulley cover at the glue joint. This indicates that the likely cause of bending was overloading at the tip. It was concluded that the damages to the instrument's grip tip were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.